Event description:
It was reported the n circle tipless stone extractor¿s basket broke during a percutaneous (perc) surgery. The basket part of the device broke in the patient after the device had been used twice to remove stone fragments. A second basket was opened and the physician was able to retrieve the broken pieces of the basket, which required additional procedure time. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information has been requested but is currently unavailable.

Manufacturer narrative:
. E1 - postal code: (B)(6)., g4 ¿ PMA/510(k) #: exempt h3 - device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
B5: additional information received 13apr2026. Correction: h6 (annex f). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 13apr2026: lithotripsy was performed prior to basket use. The laser was not used at the same time as the basket. The procedure was a pcnl. The procedure was completed with a new basket.